Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided photos. No product was returned; review of the picture provided confirmed that the inner sterile packaging had a hole and the cardboard carton is frayed and creased. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner packaging had lacerations and the sterility of the product was compromised. The surgeon elected to sterilize the product and implant, as a secondary product was not available. Attempts have been made and no further information has been provided.